Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that they were having a hard time centering the piston on the unit and it stopped oscillating while on a patient. The customer stated that there was no patient harm or injury.